Manufacturer narrative:
This report is being submitted to correct the following fields of the intial report.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 154191 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 154191 and test base part number 195-430h / lot 150228. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 154191 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag card. Confirmation testing with pcr generated negative results. No additional patient information, including treatment and outcome, was provided.